Manufacturer narrative:
The device has been returned for evaluation. The investigation is currently in progress. The sample evaluation is not yet complete.

Event description:
It was reported that the pouch was open. The reported failure was discovered in distribution during an inventory inspection. Reportedly, it was unclear if the pouch seal was partially or completely opened. The box was intact and there was no damage to the product. The package was handled normally as per consignment procedures. The product was not used clinically and was not re-sterilized or repackaged. There was no patient involvement.